Event description:
It was reported by the patient that they were experiencing a sharp sensation. The patient also reported feeling tired and drained, and had difficulty catching their breath. Follow-up information from the clinic indicates the patient also complained of light-headedness, and it was found that the patient¿s pain was caused by undissolved sutures in the incision. The sutures were removed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).